Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
At the end of the operation, the ceramic shield and the metal tip were broken off without any influence, they could no longer be found and remained in the shoulder-surrounding soft tissues. Additional information received via email from the affiliate on (B)(6) 2016 there was a delay, but it is not known how long. It is not known if excessive force was used. The device was not new.

Manufacturer narrative:
The complaint device has not been returned for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.